Event description:
Pt was intubated by rescue squad, brought to ER in a total cardiorespiratory arrest. He was resuscitated and was on mechanical ventilation. This was about 12:30 pm. At about 9:30 pm it was found that the suction catheter was not able to be advanced more than approx 2-3 inches. Pt's pulse oximeter was showing decreased oxygen saturation to approx 80%. Pt was not being ventilated. The nurse tried to ventilate through ambu bag, it was diffucult to bag the pt. Pt was paralyzed with pavulon and totally comatosed and unresponsive. The et tube was visualised by the laryngoscope and found to be compressible and kinked at the site of insertion of pilot balloon channel to et tube. Et tube was replaced. Pt went into electromechanical dissociation after a few mins. He was resuscitated again.